Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical intervention while using the ilet. This situation can result in acute metabolic disturbance requiring medical monitoring and is consistent with the reported IV fluids, carbohydrate administration, and hospital observation. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed an incomplete cartridge load process and subsequent hypoglycemia alerts; the user reported performing tubing fill while still connected to the infusion site, resulting in unintended insulin delivery. Based on available information, the event was attributed to use-related therapy management factors, specifically performing priming while connected to the body, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 12-oct-2025 it was reported that on (B)(6)2025 the user experienced hypoglycemia following a supply change, resulting in emergency medical services transport and hospital monitoring. The user was treated with IV fluids and carbohydrates and monitored for stabilization. The user recovered and no long-term health effects were reported.